Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had experienced pocket pain and aggravation of the existing chronic back pain since implantation. The patient believed that the pain had improved with stimulation turned off, but was not interested in a pocket revision. The pain may have been caused by the size of the implant as well as the patient's regional pain syndrome. As a consequence, the nevro system was explanted. There have been no further reports of complications.